Manufacturer narrative:
It was reported that prior to use, the deltamaxx sr platinum coil system (dmx18062520/c21223) was uncoiled in the package. Additional information indicated that the coil prematurely detached when it was removed from the plastic hoop when the clinician initially removed from the box. The coil was immediately put into a plastic bag with the original box label attached to the bag. The undamaged coil was still attached to the device positioning unit (dpu) via the detachment fiber; therefore the root cause of the premature coil detachment cannot be determined. As viewed through the returned packaging it was found that the coil was protruding outside the sheath. Located 40.0 centimeters off the distal tip of the green introducer is a section of opened skive with no mechanical sheath damage. The most likely contributing factor to the coil protruding outside the sheath was due to a section of opened skive that allowed the coil to exit the sheath. The circumstances of how and when this damage occurred to the sheath cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed with analysis, since the coil was attached to the delivery system and without any damage. However, other damages were noted during analysis, but the cause could not be confirmed due to limited information provided. Based on the information and analysis, information, and DHR that indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, no corrective action is warranted at this time.

Event description:
It was reported that prior to use, the deltamaxx sr platinum coil system (dmx18062520/c21223) was uncoiled in the package. Additional information indicated that the coil prematurely detached when it was removed from the plastic hoop when the clinician initially removed from the box. The coil was immediately put into a plastic bag with the original box label attached to the bag.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.